Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported condition was confirmed. It was determined that the unit had been immersed, causing corrosion and damage to the internal components. This condition is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the motor of the device is noisy. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.